Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that an active probe disconnection, it was broken, this was confirmed during inspection. There was no patient involvement.

Manufacturer narrative:
Product analysis #706586651:2024-06-20 11:17:35 cdt webmremotews sfdcmnav product analysis task update --------------------------------------------------------------------- tested by date: 2024-06-20 findings and conclusions: when connected to a known good system it was found that all three led's were not firing. A check of the system tiu showed a lighted status indicating a normal connection, so likely an led issue. Afc: nafc0118 - damaged tool; this regulatory report is being submitted due to retrospective review through CAPA 626390.¿ ¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.